Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was used and a 24mm watchman laa closure device and delivery system (wds) was inserted into the was. However, upon access into the groin, the physician noted he was unable to close the hemostasis valve on the was. This created a leak. In order to stop the leak, the physician held his thumb over the hemostasis valve. The wds was unable to be advanced into the laa as the wds became kinked. A new 24mm wds was selected, but not used as the physician decided to use a larger (27mm) closure device to successfully complete the procedure. There were no patient complications.